Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, the cgm was reading 98 mg/dl when the patient passed out at 7:30pm. The patient did not have symptoms prior to passing out. Paramedics were called and when they arrived, the patient's bg was 200 mg/dl. The patient was transported to the hospital via ambulance. At the hospital, the patient was treated with IV fluids. The patient was released from the hospital the following day at 3:00am. Additionally, when the patient passed out during the event, she reportedly bumped her head 3 times. A brain scan and electrocardiogram (ECG) was done and the results were fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.